Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI #: (B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event cannot be conclusively determined with the available information. However, there has been no indication or allegation of a product malfunction. It is possible that patient and/or procedural related factors may have caused or contributed to this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Please reference MFR report #s 2015691-2019-04465 and 2015691-2019-04633 for the reports filed on the patient's mitral annuloplasty ring and bioprosthetic aortic valve.

Event description:
It was learned that this patient required mvr with an edwards bioprosthetic mitral valve (subject device) due to mitral regurgitation and sam. After mvr, the patient's preoperatively noted mild-to-moderate aortic insufficiency had progressed to moderate-to-severe. There was also evidence of perivalvular leak. It was decided to replace the bioprosthetic aortic valve with another edwards valve. The new mitral and aortic valves were well seated without any leak. The patient was transferred to the ICU in critical but stable condition. The patient was discharge home on pod #6 in good condition.